Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, real-time egm showed the device exhibiting post-sensed t-wave oversensing on the ventricular channel. Programming changes and induction test were recommended.

Event description:
New information received indicated that the recommended programming changes were made, and the patient was fine.